Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that numerous high, out of range pace impedance measurements have been recorded. The local field representative indicated that the physician is aware and the patient will continue to be monitored as this issue is chronic.

Event description:
Boston scientific received information that this system displayed a high, out of range right ventricular (rv) pacing impedance. A request for additional information has been made. No adverse patient effects were reported. The system remains in service.